Event description:
The manufacturer was notified that on (B)(6) 2014 that a sorin orbis prosthetic mechanical heart valve was explanted after the surgery due to a malfunction of the device. The echo revealed the malfunction of the device.

Manufacturer narrative:
The device history records review is ongoing. No other evaluation will be performed because the device will be not returned to the manufacturer for evaluation. Device not returned to the manufacturer.